Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MFR: 2134265-2017-11974 & 2134265-2017-12591. It was reported that air was in the sheath and a pericardial effusion with tamponade occurred post procedure. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman ® access system (was) was inserted into the patient and a 27mm watchman ® laa closure device & delivery system was prepped and there were no air bubbles present. The wds was inserted into the was using a wet to wet connection. There was some bleed back from the sheath, but it wasn¿t free flowing. As the physician went up with the wds a column of air was visualized in the was. They stopped the procedure and aspirated the air out of the was. Everything checked again and they went back up with the wds and there was no air noted. The feet of the device started to flower as soon as they came out of the delivery system. At one point while in the appendage, the impulse catheter started to uncurl, but was noticed immediately and released the torque that was on the pigtail and it curled back to its original position.. There were no recaptures performed and the procedure was successfully completed. A transesophageal echocardiogram (tee) was performed for about 23 minutes post implant and there was no pericardial effusion. About an hour after the case was over, the patient became hypotensive and an echocardiogram revealed a pericardial effusion with tamponade. A pericardiocentesis was performed and they drained 150ml of fluid from the pericardial sac. The patient was prepped for surgery where they found a small ¿pin¿ sized hole in the laa just below where the feet of the closure device was positioned. An additional 150ml of blood was removed from the pericardial sac and a single stitch was placed in the appendage to seal the hole. The surgery was completed and the patient was in stable condition. The following day the patient was still doing fine.